Event description:
An infusion pump with a failure code 500. It was not known if this failure ocurred while infusing on a patient. The facility representative stated that no patient incident was reported during this event. Although information was requested,none was avavilable regarding patient demographics,medication involved and pump programming or setup.